Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away on (B)(6) 2024. Per the customer's healthcare provider (hcp), via a review of the pump data and information from customer's family, the customer experienced an ongoing elevated blood glucose (bg) level of over 400 mg/dl prior to passing away. Additionally, the customer was taking steroids the day prior to the event; however, the extent that this contributed to the elevated bg was not known. Reportedly, the customer delivered a bolus in an attempt to treat bg level. Multiple attempts were made by tandem technical support to obtain additional information; however, no information is available. A review of pump data will be performed, and the results will be submitted in a supplemental report.